Event description:
A customer reported experiencing intermittent occlusions. The customers blood glucose level was displayed as "high," though a specific value was not provided. The customer addressed the issue by administering a manual dose injection and resolved the recurring occlusion problems by changing the infusion set and cartridge, then resuming insulin delivery. Subsequently, occlusions continued daily and the customer reverted to manual dose injection.